Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost weight and the ipg was rubbing on the wheelchair. There was no skin breakdown however the rubbing was bothersome to the patient. The patient had surgery to reposition the ipg from the right low back to right lower quadrant.

Event description:
Follow up information indicated the patient had the ipg explanted and replaced as a precaution to prevent infection. No infection was present at the time of surgery. Post-op, the patient has effective therapy.